Event description:
Information was received that reported a patient was hospitalized in 2006 with hyperglycemia and vomitting. The reporter stated that the patient was unloading feed the day before and felt a "pull" on his site from his infusion set, but reported that it was "okay and did not come out. On the event day, the patient reported feeling ill and nauseous. He was due to change his site later, but did not because he became ill and started to vomit. At the time of admit his blood glucose was 499mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed entire form. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.